Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that personal therapy manager (ptm) showed error code 8476 which meant motor stall and was unable to deliver a bolus. The patient kept trying and later in the day was able to successfully deliver a bolus. The patient had not encountered magnetic resonance imaging or other magnetic source. No patient symptom was reported. Additional information was received from a consumer and a health care provider (hcp) on (B)(6) 2018. It was reported that the patient saw code 0617 on his ptm. It was noted the patient was seeing numbers on the screen of the personal therapy manager, ptm, that the patient couldn't understand and needed assistance. It was noted the patient often placed the antenna in his pocket instead of directly over the pump, but he couldn't remember if he had done that when he saw the code. He noted he had not had any trouble before. During the call the patient tried to get a bolus and he saw the code 8476 again, which indicates a motor stall. The patient was redirected to contact his doctor's office. The patient called back and indicated he had been successful in getting a bolus. The patient also wanted to know if (B)(6) "would help with the withdrawals." It was noted the patient had maybe 5 or 6 motor stall codes on (B)(6) 2018. He also noted the pump had "been acting goofy on and off," but they were still able to get their boluses. It was confirmed the patient had not had any recent medical procedures. The patient was again redirected to contact their doctor or go to the emergency room if necessary. Additional information was received from consumer via the representative and from healthcare provider (hcp). The patient was having dilaudid (5 mg/day, 10 mg/ml) via an implantable infusion pump. It was reported that the interrogation report on (B)(6) 2018 showed that the pump had stalled 10 times since (B)(6) 2018. The pump was refilled on (B)(6) 2018. The pump was not stalled at the time of the report. The patient was referred for pump replacement due to motor stalls and the fact that the pump had reached 5-year mark since implant. Surgery has been planned. The cause of multiple motor stalls and recoveries was unknown. The issue was not resolved and patient status was alive with no injury. No further complication was reported.